Manufacturer narrative:
The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specs and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Event description:
Pt reported hypoglycemic event (24 mg/dl) that was treated by paramedics initially and then by emergency room personnel. Her blood glucose returned to her target within one hour of admission to the emergency room, and she was discharged using her pump for insulin therapy.